Event description:
It was reported that the device exhibited a "low voltage value" when the physician measured the battery voltage following the implant procedure. It was also noted that the battery voltage measurement increased after the implant procedure and the physician was "surprised about the low voltage." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).